Manufacturer narrative:
Several examples of explanted tissue were received. From ir-microreflectance examinations, all the fibers and fibrous structures isolated and examined did not correspond to surgicel. No evidence of surgicel was observed in the explanted material provided.

Manufacturer narrative:
Additional information was requested and the following was obtained: when was the date of the index surgical procedure: it was 4 years ago but the exact date is unknown; can you please confirm that surgicel was used during the index surgical procedure: surgicel was probably used, however, it is not very sure; what is the patient¿s current status: the patient currently has no disease symptoms; is the product available for return: yes.

Manufacturer narrative:
(B)(4). The photos of product upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the date of the index surgical procedure? Can you please confirm that surgicel was used during the index surgical procedure? How much surgicel was used during the initial index procedure? What is the lot number of the surgicel? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a laparoscopic assisted distal gastrectomy procedure on unknown date and the absorbable hemostat was used. Following the procedure, a shadow was observed and it did not disappear after half a year. After pet was done, the shadow was not assumed to be a malignant tumor. It has been monitored since then but it did not disappear. The patient underwent a re-operation on (B)(6) and a substance like the absorbable hemostat was removed from the patient. It was also reported that fibers were observed in the affected substance, therefore, it was assumed to be an absorbable hemostat. As reported, the seriousness is moderate/minor. There were no specific disease symptoms such as inflammatory reaction or infection. There was no record of using absorbable hemostat but the doctor opined that he had started to use it around that time. Additional information has been requested.